Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that an asymptomatic patient presented in the operating room for a generator implant procedure. While closing the pocket, the right atrial lead was observed to be dislodged. Loss of sensing was observed during an attempt to reposition the lead. The lead was explanted and replaced. The lead tip was suspected to be damaged by the stylet during the procedure since the blood was observed inside the lead. No further information is available at this time.